Event description:
It was reported that a y-type catheter extension set had it's cap disconnect from the y-site. Reportedly, the cap disconnected "very easily" and has occurred in multiple lots. It is unknown if there was patient involvement; however, there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.